Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device with no patient complications reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device with no patient complications reported, and the patient was stable. It was further reported that the lesion was moderately calcified, and the balloon ruptured during the first inflation at 16 atmospheres for 10 seconds.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).